Manufacturer narrative:
(B)(4). Date sent: 5/2/2023 d4: batch # unk additional information was requested, and the following was obtained: did the patient require a transfusion?: unknown. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)?: malformed staples in the middle. How was the bleeding controlled?: suture sewing and surgicel. How much blood was lost (ml)?: 200ml. Did the patient require a transfusion?: yes. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)?: no. What was the site of the bleed?: pulmonary vessel. Can the full unedited video of the procedure to include device firing be provided?: no. What were the indications for surgery?: lobectomy. What is the surgeon¿s experience with the pvs device?: good. What was the approximate width of the compressed vessel?: 1mm. Did the surgeon wait 15 seconds prior to firing?: no. Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device?: yes. Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws?: yes. Were there any difficulties with the device or staple formation during the initial procedure?: no. How was the post-op bleeding identified?: noted after opening the jaw. How many days postoperative was the bleeding identified?: after opening the jaw. What was the total estimated blood loss (ml)?: 200ml. Was a transfusion required?: no. What was the pre and postoperative anti-coagulant and pain management protocol?: unknown. Was the bleeding intraluminal or extraluminal?: intraluminal. Was there calcification of tissue that impeded clamping or cutting?: no. Were there any pre-exiting patient conditions?: unknown. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. The additional information, no changes to file were made. The lot/ batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the operation, a bleeding issue occurred after 2 reloads fired (video attached). The operation was eventually completed. The patient was in good status. No patient consequences reported. No further information is available.